Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a left hip replacement done on (B)(6) 2015, he stated his hip has become loose and wants to know if his implant was subject to a recall.